Event description:
A patient reported that their lower teeth are not getting straight, and they are still very crowded. The patient also said that the lower aligner is not fitting very well. Lastly the patient indicated that the aligners may be damaging their gums because they have cut some scallops.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.